Event description:
It was reported that a routine echocardiogram (echo) performed in (B)(6) 2023 showed moderate to severe aortic insufficiency (ai). The patient was not known to have ai prior to the left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the hm3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also warns that if aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: corrected UDI, model number, catalog number. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. No further information was provided. The manufacturer is closing the file on this event.